Event description:
Patient was admitted for laparoscopic incisional hernia repair with mesh. He was discharged on (B) (6) 2010. He was readmitted on (B) (6) 2010 after developing severe abdominal pain, as well as gagging. He had also been febrile and had an elevated white count. An exploratory laparotomy was performed and a small perforation in the transverse colon was found at the site of one of the tacks used to secure the hernia mesh.